Event description:
The pt experienced a loss of therapeutic effect along with a shocking/jolting sensation. There was a sharp, jolting pain and the device only worked when the pt bent over. The stimulation had to be shut off. Impedance levels were at 4,000 ohms. The pt was directed to her physician. Further info is being requested from the hcp.